Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Further clinical investigation is not required for this complaint as the workflow is off-label. Bd does not have a stability claim on red blood cell count in a urine uap tube. This complaint is unable to be confirmed for erroneous results (rbc). If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Customer recommendation: bd vacutainer® urinalysis preservative conical urine tubes are designed for automated and manual chemistry dipstick urinalysis and to obtain sediment for examination. This tube is also compatible with the kova® petter, providing standardization of microscopic sediment analyses. The bd vacutainer® urinalysis preservative urine tubes has a proprietary additive that inhibits the metabolism of bacteria in urine specimens. The preservative is not meant to preserve other cellular elements (e.g., red blood cells, myocytes, etc.). The preservative allows for transport, testing and storage of the specimen up to 72 hours at room temperature. The urinalysis preservative is intended to inhibit the metabolism of or render non-viable the bacteria present in urine while maintaining their cellular integrity. Without the presence of a preservative, the bacteria continue to metabolize and reproduce, causing changes in the urine components measured in a routine urinalysis. Additionally, our internal clinical data shows no statistical significance for uap tubes evaluated at 72-hour vs. Uap at the initial time for rbcs and protein parameters at room temperature. For additional information see attached for instructions for use (IFU). Medical affairs is willing to discuss the customer's concerns through a scientific exchange mechanism if the customer would like to further discuss this with bd subject matter experts for this product line.

Event description:
It was reported while using bd vacutainer® urine analysis preservative tube, an unspecified number of samples exhibited erroneous results (inconsistent results) on their instrument. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® urine analysis preservative tube, an unspecified number of samples exhibited erroneous results (inconsistent results) on their instrument. There was no health impact or consequences reported.